Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized for a low blood glucose of 39 mg/dl. Paramedics picked up the patient and treated her low with 25 glucose tablets. The customer stated that the hypoglycemic episode occurred due to her insulin pump programming a 15 unit bolus on its own. The customer also described physical damage on her insulin pump; there were cracks on both ends of the reservoir compartment and one crack on the screen near the down arrow. The customer was advised to discontinue use of the insulin pump and revert to a medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement device was shipped to the customer.